Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported capsular contracture, baker grade unknown. The device remains implanted. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Previous medwatch submission noted capsular contracture, baker grade unknown. Upon further information, abbvie medical safety has determined that the event of capsular contracture, baker grade unknown is no longer reportable after being captured as visibility/palpability.